Event description:
Per nurse: we were turning the patient using the overhead lift. We were going to place pillows under the patient when the sling bar on the upper left side broke off. We ended up turning the patient manually. Only the left side slings were used as we wanted to turn the patient to the right side. We were using two lifts and each of them was supposed to hold 550 lbs. The patient weighed almost 200 pounds less than that. We had just moved the patient from cardiac chair to bed. We were lucky that the breakage did not happen during the transfer.